Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis and death in patient coincident with dianeal and dianeal ultrabag therapy for peritoneal dialysis (pd) therapy. The nurse contacted baxter homecare services on (B)(6) 2012, to report that the patient had passed away. No further information was available at that time. On (B)(4) 2012, the hemodialysis nurse was contacted. The nurse stated that on an unknown date in 2012, the patient experienced peritonitis that "knocked him out" and "made him weak." Etiology and causative organism was unknown, as it was not in their records. On (B)(6) 2012, dianeal therapy was discontinued permanently and the patient was started on hemodialysis therapy. In (B)(6) 2012, the patient was considered recovered from peritonitis. The patient had not recovered from "knocked him out" and "made him weak." On (B)(6) 2012, the patient passed away. The cause of death was unknown, as it was not in their records. The nurse could not comment on whether the events were related to dianeal, the homechoice machine, or any baxter disposables. The nurse only knew that the patient had never recovered from the weakness brought on by the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers h11j29055, h11j03092, and h11i03010 with no exceptions observed related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, a follow-up will be submitted. This is report 1 of 3 involved in this peritonitis incident. The report of patient death is addressed in report number 1423500-2012-13518.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j29055, h11j03092, and h11i03010 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was no device malfunction or use error identified.